Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary half height cubie pocket from drawer 2.2 was not detected on bus. The issue started when the user tried to pull medication. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple half-height cubie pockets from drawer 2.2 had failed and were not detected on the bus. A field service engineer troubleshot drawer 2.2 and found an error when opening and closing the drawer, indicating a retractor band issue. The engineer powered down the unit, removed and replaced the retractor band, reassembled the components, rebooted the system, and tested the drawer. It worked correctly in both hardware diagnostics and the application, and the customer verified the operation through an inventory test. The system functioned as intended after the field service engineer repaired the device.